Manufacturer narrative:
(B)(4). This report was filed by the MFR. The device and event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.

Event description:
The customer reported that the nurse set the pump for a 40-minute delay start; however, the user found the pump infusion prior to the completion of the 40-minute delay. Per the customer's medsun report "the nurse hung a 1 gram bag of magnesium to infuse over an hour. After 10 minutes the nurse noticed the bag was almost completely infused plus she noticed the magnesium bolusing into the pt. The roller clamp was immediately closed and disconnected from the pt. The programming was verified as correct." There was no report of pt harm or medical intervention. Although requested, no add'l pt/event details were provided.